Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's insulin gauge decreased to an inaccurate fill estimate multiple times intermittently. There was no impact to the customer's blood glucose. Although requested, the customer declined to perform troubleshooting with tandem technical support.